Event description:
It was reported that the patient developed an infection at the implant site and was hospitalized (B)(6) 2014 through (B)(6) 2014, at which time he was administered IV antibiotics. On (B)(6) 2014 through (B)(6) 2014, the patient was hospitalized a second time for a pulmonary embolism related to the cochlear implant surgery. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.